Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that the velcro on the optiflow junior interface became detached from the base of the cannula when the respiratory staff were trying to remove the cannula from the baby. It was further reported that the cannula was in use for less that 48 hours. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. Method: the complaint device was returned to fisher & paykel healthcare (B)(4) and was visually inspected. Results: the visual inspection revealed that the loop pad was detached from the right side of the cannula. Conclusion: the fault was caused by failure of the adhesive on the loop pad to attach to the cannula. A lot check could not be performed as no lot number was provided. Our user instructions that accompany the optiflow junior nasal cannula contain the following instruction with regard to placing of the wigglepads: ensure skin is dry/prepared. (B)(4).